Event description:
Customer reported an infusion of tpn was running on pt in bone marrow transplant unit. Nurse found that there was a puddle on the floor, caused by a crack in the IV set resulting in a leak. Set was changed out. No pt harm or medical intervention required. Customer states that no further information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.